Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that an investigation of the returned heartmate 3 pump and retrieved log files confirmed three software reset events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the retrieved left ventricular assist device (lvad) log files confirmed pump reset events on (B)(6) 2022 and (B)(6) 2022. Although it was communicated that the hospital staff may have disconnected the patient's driveline, a specific cause for these reset events could not be conclusively determined through this evaluation, and no further information was able to be provided. Despite these events, the log files appeared to capture the device functioning as intended. Mlp-033515 was returned assembled with the pump cable severed approximately 11¿ from the pump header. The distal portion of the pump cable and modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the sealed outflow graft bend relief engaged to the graft attachment hardware. The mini apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of mlp-033515, inspection of the pump¿s blood contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Mlp-033515 was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for mlp-033515 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU (rev. C) and the heartmate 3 lvas patient handbook (rev. D) are currently available. These documents outline all system controller alarms, as well as the appropriate actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. No further information was provided. The manufacturer is closing the file on this event.